Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a smoke or burnt smell from the mr scanner. The gehc field engineer investigated and found that there was a burn mark on the inside of the body coil in an area where a patient could have been in contact. No injury occurred.

Manufacturer narrative:
Report date; MFR site, date received by MFR, type of reports; if follow-up, what type?, if remedial action initiated, correction/removal number. Based on the investigation which determined that capacitor voltage rating was the root cause of the arcing, ge healthcare is initiating an action in the field to replace and repair the rf body coil. This action was reported to the FDA under correction number 2183553-02/01/17-001-c on february 1, 2017. Corrected data device evaluated by MFR?: should state: mr450 rf body coil and not mr450w rf body coil. Ge healthcare¿s investigation has been completed. It was determined that capacitor voltage rating in the design of the mr450 rf body coil was below required design margin and was the root cause of arcing that led to excess heat/discoloration of the surface of the patient bore. No injury occurred and the rf body coil was replaced.

Manufacturer narrative:
Ge healthcare¿s investigation has been completed. It was determined that capacitor voltage compliance in the design of the (B)(4) rf body coil was below required design margin and was the root cause of arcing that led to excess heat/discoloration of the surface of the patient bore. No injury occurred and the rf body coil was replaced.